Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant #6 during insertion came off from the inserting tool and fell in the mouth. Implant was removed, another implant was not placed. Patient returning for different size implant placement. As a result of the event no injury to the patient was reported.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. However, one unknown placement tool was reported but not returned. Visual evaluation of the as returned products identified signs of use with some debris on the threads and dried blood inside drive feature but no apparent signs of malfunction. Functional testing was performed using compatible in-house driver. The device was able to engage, retain and disengage as normal. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1241484). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. However, DHR review could not be performed for the unknown placement tool as the item/lot number was unknown. Complaint history review was completed for the subject lot number (1241484) and no other complaint was identified. Complaint history for the unknown placement tool could not be performed as the item/lot number was unknown. Based on the available information and functional testing, device malfunction for implant did not occur. However, driver malfunction and the reported event could not be verified since the driver was not returned. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.